Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of puncture needle where the tip of the needle was not observed. The second photo shows the native label in which product details was mentioned and verified with tw details. The investigation is inconclusive for the reported fluid leak and suction issues as exact circumstances of the reported event cannot be verified from photos. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a semi permanent dialysis catheter placement procedure in the right internal jugular vein using hemostar hemodialysis catheter. During the procedure, it was noted that blood could not be withdrawn and further reported that blood was leaked form the tip of the puncture needle. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.